Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that while in the cardiac care unit an intra-aortic balloon (iab) was inserted one and a half days prior in the operating room. The intra-aortic balloon pump (iabp) alarmed "ECG fault lead detected" and the display was not showing ECG waveform. The following actions were taken in this sequence: the electrodes and leads were checked and alarm reset. The pump was restarted from standby mode. The pump alarmed "error 6" and was reset. The display went black and the pump alarmed "error 6". The staff switched the pump off and then on and the display went white. The pump was replaced with the autocat 2 wave pump. It is unknown if there was a delay in therapy while the exchanged took place. There was no patient death, injuries or complications. The patient's outcome is listed as "good".